Manufacturer narrative:
Per tandem's user guide, do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) level was over 500mg/dl. A system check was performed verifying the occlusion alarms. The customer believed the occlusion alarm may have been caused by the infusion set tubing being bent. A correction bolus was delivered and only 3.36 units of the 15 unit bolus was delivered prior to the occlusion alarm declaring. The customer entered an additional 15 unit bolus to be delivered which led to the customer experiencing a low bg level of 51mg/dl. Juice was consumed to address the bg level.